Manufacturer narrative:
Per field service representative (fsr), the manufactured trained biomedical technician replaced the batteries. The fsr replaced the power supply and the cable assembly. The unit operated to the manufacturer's specifications. The suspect device will be sent back to the manufacturer for further evaluation.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the unit displayed a 'battery cannot be charged/full back up may not be available' message. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
During laboratory evaluation, the product surveillance technician (pst) observed the voltage across the ground and negative leads to read 0.646 millivolts direct current (mvdc) when the measurement should be >100mvdc. This would cause the 'battery cannot be charged/ full back up may not be available' message. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Corrected block: h6. The reported complaint was confirmed. The power supply was retested and upon retest, the voltage readings were within specification. It was retested three times and passed each time. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.